Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient experienced impedance issues. Multiple attempts to reprogram the patient was made, but problem persisted. As a result, surgical intervention may be taken.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received where patient¿s lead was explanted replaced. Surgical intervention resolved the issue.